Event description:
It was reported that during use on patient the cardiosave intra aortic balloon pump (iabp) indicated iab loop was leaking and device was replaced to continue the treatment. There was no harm reported to the patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site telphone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer will be repairing the unit themselves. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a air leak in the alarm circuit and the department replaced the device. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Initially customer was going to self repair, but a getinge filed service engineer (fse) evaluated the unit and replaced the pneumatic module (0997-00-1178). All functional tests were performed according to factory requirements, and the test results met the requirements. The device was then delivered to the customer.